Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 3000 ohms when using certain sensing vectors. The sensing vector was reprogrammed and the lv lead remains in service. The patient is pacemaker dependent, however right ventricular (rv) pacing was effective at the time thus no adverse patient effects were reported.